Event description:
The customer provided anecdotal comments regarding "bubbling" (presumed to mean bulging of the silicone segment) of IV tubing on an ICU pt. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.